Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper flanks (bra roll) on (B)(6) 2016 using coolcurve+, to upper flanks (bra roll) on (B)(6) 2017 using coolcurve+, and to bilateral flanks on (B)(6) 2018 using cooladvantage+ (coolcore contour), the patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firm and large. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper flanks (bra roll) with paradoxical hyperplasia, and on (B)(6) 2018, the patient was assessed by the physician again who diagnosed the lower flanks with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper flanks (bra roll) on (B)(6) 2016 using coolcurve+, to upper flanks (bra roll) on (B)(6) 2017 using coolcurve+, and to bilateral flanks on (B)(6) 2018 using cooladvantage+ (coolcore contour), the patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as firm and large. On (B)(6) 2018, the patient was assessed by a physician who diagnosed the upper flanks (bra roll) with paradoxical hyperplasia, and on (B)(6) 2018, the patient was assessed by the physician again who diagnosed the lower flanks with paradoxical adipose hyperplasia (pah).